Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were reported to be small and calcified. It was reported that after the stent grafts were implanted, there was difficulty removing the delivery system of the bifurcated stent graft. The physician followed the removal technique, retracted the spindle, rotated the handle counter clockwise and retracted the trigger, pulled the grey handle to the blue, but it was not possible to get it all the way back. It was noted that the artery may have clamped on the delivery catheter and caused the difficulty in removing the delivery system. The delivery catheter was pushed forward a little and this seemed to have caused the artery to release and it was possible to remove the delivery system and delivery catheter. There was a kink noted on the delivery system. They performed angioplasty because of poor outflow and that seemed to have improved the outflow. The delivery system was returned and is evaluation is pending. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (removal difficulty), patient's condition affected effectiveness of device (small and calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (small and calcified vessels).

Event description:
Evaluation summary: there was severe kink on the sheath at 17mm from edge of graft cover. While cleaning the device, the inner member with taper tip was noted very loose and came off when gently pulled. The inner member appeared to have broken off at the severe kink point at the stent stop. The spiral tubing was kinked at the stent stop but was still attached. The heat shrink was intact. There were no manufacturing or performance issues identified with the delivery system. The complaint is most likely anatomy related. The vessels were reported to be small and calcified. It is possible that the vessel clamped on the sheath and caused the delivery system removal difficulties.